Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized while arranging for a gateway replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Pd cultures were obtained. The cultures were positive for pseudomonas (no species provided). The patient was transitioned to hemodialysis (hd). No antibiotic therapy information was available. The patient was discharged on (B)(6) 2025. The cause of the peritonitis was not provided. No additional information could be provided as the patient was discharged to a new clinic and records were not available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Peritonitis caused by pseudomonas species is a particularly common and serious complication and is often associated with a poor response to antibiotics as well as a high rate of catheter removal. Pseudomonas species virulence factors enable them to invade tissues, proliferate rapidly, generate biofilms, quickly develop antibiotic resistance and provide those species with great motility. Although the cause of the peritonitis was not confirmed, pseudomonas is a species that normally inhabits soil, water, and vegetation and can be isolated from the skin, throat, and stool of healthy persons. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized while arranging for a gateway replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. Pd cultures were obtained. The cultures were positive for pseudomonas (no species provided). The patient was transitioned to hemodialysis (hd). No antibiotic therapy information was available. The patient was discharged on (B)(6) 2025. The cause of the peritonitis was not provided. No additional information could be provided as the patient was discharged to a new clinic and records were not available.